Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "failed downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the force sensor was found out of calibration and higher than intended range which can contribute to false downstream occlusion alarms. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.